Manufacturer narrative:
The customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
Return unrepaired. Recall completed. There was no patient involvement. (B)(6). Unit being returned unrepaired. Unit was received as unexpected per RMA 301324383. Customer unsure why unit was sent in and is being returned unrepaired per billy cantrell, biomed, at 281.348.8064. (B)(6). (B)(4).

Manufacturer narrative:
The customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The customer did not authorize or did not respond to any repair request from service to the device. No repairs were made and therefore, no determination about the cause of the reported issue could be established. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Return unrepaired recall completed. There was no patient involvement. (B)(4).